Manufacturer narrative:
The reason for this revision surgery was a broken post on a knee tibial insert and pain after 4.3 years of patient implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this part and lot. Ncmr# (B)(4) for uneven sandblast finish, reworked and approved for use. (B)(4). The root cause of this event was not reported; no other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a broken posterior stabilized (ps) peg on insert; painful.